Event description:
It was reported that the user experienced intermittent loss of dexcom g7 glucose readings to the ilet, after which readings reappeared and were confirmed accurate by the user following troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting and education focused on cgm connectivity. Investigation of this case revealed a transient communication interruption between the cgm and the ilet without persistent malfunction, as device readings resumed and functioned as expected. It was concluded, based on previously established findings for similar reports, that the cause was a temporary signal loss related to external communication conditions.